Event description:
It was reported that the johnson and johnson(jnj) intraocular lens (iol) was defective. After insertion into the operative eye, the lens was noted to have a defect. Within the same procedure, the iol was removed and replaced with a new lens. This caused a 10 minute delay in the procedure. Reportedly, the directions for use were followed. The patient¿s daily activities were no affected by this event. There was no vitrectomy, incision enlargement or medication outside the standard of care. Patient has fully recovered. No further information was provided.

Manufacturer narrative:
Patient information: information unknown/not provided. If implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.